Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and a potential finding was identified. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the guide wire formed an elbow when passing the catheter. A new attempt to pass it with a new catheter was made and the guide wire bent again and did not recover its original shape, requiring a 3rd insertion, this last one which was successful." The patient's current condition is reported as "unknown". Associated MDR numbers include: 9680794-2025-00599 and 9680794-2025-00598.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the guide wire formed an elbow when passing the catheter. A new attempt to pass it with a new catheter was made and the guide wire bent again and did not recover its original shape, requiring a 3rd insertion, this last one which was successful." The patient's current condition is reported as "unknown". Associated MDR numbers include: 9680794-2025-00599 and 9680794-2025-00598.